Event description:
After completing a preventive maintenance check on the bed, the technician found the ground pin was very loose and it wasn't passing the electrical safety check.

Manufacturer narrative:
The technician replaced the power cord assembly and rechecked the safety reading to repair the bed.